Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record identified no repairs related to the reported event. The report low power / motor speed issue could not be replicated; the device passed the verify rpm test. Additional, unrelated repairs were performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: italy.

Event description:
It was reported that during surgery, the unit had loss of power (low rpm). There was no patient harm/injury or surgical delay reported. There was no additional medical intervention required. The surgical technique for the product was utilized. The surgical procedure was finished with another device. Due diligence is complete, no further information is available. There was no adverse event associated with this malfunction.